Manufacturer narrative:
D10 concomitant product: 7cn80a 8.0 mm trach tube w tg cuff x1 lot: 21b0051jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-usage testing; two trach tube's cuff had an air leak consecutively. The cuff was inflated to a pressure of 25 cmh2o, it was placed in normal saline for inspection and bubbles were found. There was no patient involved.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the pictures showed the package and the tracheostomy device with the cuff deflated, however, the images does not provide the sufficient information to confirm the leak failure. It was reported that during pre-usage testing, two trach tube's cuff had an air leak consecutively. Each cuff was inflated to a pressure of 25cmh2o, it was placed in normal saline for inspection and bubbles were found. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cuff was cut. Functionally, an inflation/deflation test was performed using a syringe. Air was applied to the cuff and it was observed the inflation system works properly although the cuff did not inflate. It was reported that during pre-usage testing, two trach tube's cuff had an air leak consecutively. Each cuff was inflated to a pressure of 25cmh2o, it was placed in normal saline for inspection and bubbles were found. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.